Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 635 mg/dl. Customer stated reason of hospitalization was high potassium level and very low sodium and blood glucose went down to 19 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with bolus, insulin and intravenous with saline in the hospital. Based on customer report customer did not allege insulin pump was under delivering. Customer experienced symptoms such as overheated and body itching. Customer declined troubleshooting. Customer stated insulin pump had no delivery alerts. Customer reported insulin exits with the manual prime. The insulin pump will not be returned for analysis.